Event description:
It was reported that pump cartridge reset to zero after about twenty-four hours and needed to be reloaded to be recognized, and that touchscreen did not always respond to input and sometimes went black during operation. No information was provided about any impact to the customer¿s blood glucose level. Customer, who was out of warranty and in process of renewal, declined troubleshooting, no follow-up was completed, and no additional information was obtained regarding the outcome of event.